Event description:
It was reported that a female patient was having difficulty adjusting to the tecnis multifocal lens after it was implanted. The patient reported on post op day one, her eye was sore. One wk post op, the patient's eye was sore, and her vision was fluttering; her vision was 20/40. Two weeks post op, the patient reported her vision was worse; however, upon examination, the patient reported it was the same. The patient had a macular optical coherence tomography procedure. The patient sought a second opinion at a different institution whereby the doctor stated the patient's visual acuity was reasonable and advised the patient to stick with it. The patient then sought another opinion at a different institution where the lens was explanted and discarded. The lens was replaced with a monofocal lens; the patient was reported to be doing better.

Manufacturer narrative:
(B)(4). The device manufacturing records were reviewed and showed no deviations. The diopter measurement records were verified and showed to be within specifications. This was in compliance with the labeled dioptric power for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications.